Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? Observe suture breakage and needle pull-off issue during using. Was there any damage to the tissue? No, in relation to needle, what is the approximate location of suture breakage? 5-6cm. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No. Was the needle being held by a needle-holder? Yes. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? During use.. Is the lot number of the device available? No. How many sutures broke during the procedure? One. How many needles pulled off of the suture during the procedure? One. Please clarify what the correct alert date is. 29-jun-2016 - initial.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? Suture breakage and needle pull-off during use. Was there any damage to the tissue? Could not be provided. In relation to needle, what is the approximate location of suture breakage? Could not be provided. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No. Was the needle being held by a needle-holder? Yes. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? During use. Is the lot number of the device available? No. How many sutures broke during the procedure? One. How many needles pulled off of the suture during the procedure? One. Please clarify what the correct alert date is. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2016 and a barbed suture was used. During the procedure, the suture broke when sewing and then the needle also pulled off from suture. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A visual evaluation was performed. The suture was examined for visual inspection attribute defects and blood residues was observed and there are marks on the end of the suture and it was cut likely by use of the needle holder. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed due to the exposure to the environment.